Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was in the 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 335 mg/dl. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm was resolved by a complete infusion set and reservoir change. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose levels via insulin pump. Troubleshooting confirmed the insulin pump worked properly. The insulin pump will not be returned for analysis.